Event description:
During routine replacement of g-tube, anchoring balloon would not deflate. All standard trouble-shooting was tried .anesthesia was able to remove tube with balloon inflated. Small tear and scant bleeding from site. Protocol followed to avoid injury.